Manufacturer narrative:
B3. Date of event: exact event date is unknown. Published date used. Citation: roman, w., dalibor, p., gabriel, v., vitezslav, v., jiri, j., michal, f. (2021). Short-term outcomes of water vapor therapy (rezum) for bph/luts in the first czech cohort. Urology journal, volume 18 (issue 6), 4 pages. Doi:10.22037/uj.v18i.6843. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the urology journal that a prospective study was conducted in order to evaluate short-term results of water vapor therapy (rezum) method for benign prostatic hyperplasia (bph)/lower urinary tract symptoms (luts) in the first cohort of patients treated at a center in the czech republic, one of three centers in the world where a pilot study with this method took place. The study occurred with 76 patients under one surgeon from december 2019 to july 2020 with rezum products at the department of urology university hospital brno. Postoperative complications included hematuria, urinary tract infection, urinary retention, acute urinary retention, urgency, clot retention and erectile dysfunction. One patient requested to be hospitalized until the catheter extraction. No further patient complications were reported.